Event description:
It was reported that during the use of bd vacutainer® sst¿ ii advance blood collection tubes, customer noticed red blood cells and fibrin clots after centrifugation on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 20-feb-2025. Investigation summary: bd received three photographs and 40 returned samples for investigation. Evaluation of the photographs indicated poor gel barrier separation and fibrin presence. The returned samples were investigated and analyzed, revealing no defects related to fibrin or poor barrier separation. Additionally, 100 retained samples were visually inspected, and no defects related to gel or additives, poor barrier separation, or fibrin were found. Complaints for sample quality were not under statistical control for the month of january 2025; therefore, factors that may contribute to fibrin and poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes, poor barrier separation-floating clot and fibrin, via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both customer returned, and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation-floating clot and fibrin based on photo analysis. Corrective and preventive action has been opened to address sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during the use of bd vacutainer® sst¿ ii advance blood collection tubes, customer noticed red blood cells and fibrin clots after centrifugation on unspecified number of tubes. No patient impact reported.